Event description:
Conmed canada reported that the pro7000se, hall micropower+ high speed drill, device was found on 17jun2024 when it was reported ¿handpiece noisy and getting hot quick.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d1 brand name was updated from hall micropower+ high speed drill to hall manufacturer narrative: the evaluation found that the collet failed. The collet had debris and corrosion. The rotor was binding. The preventive maintenance was overdue. The repairs and preventive maintenance were completed. The final test was completed and met all specifications. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be worn bearings in the collet and moisture in the handpiece. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. A two-year review of complaint history revealed there has been a total of 89 complaints, regarding 93 devices, for this device family and failure mode. During this same time frame 3,172 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.03. Per the instructions for use, the user is advised to never clean handpieces with bleach, chlorine-based detergents, liquid or chemical disinfectants, or any products containing sodium hydroxide (such as, instru-klenz or buell cleaner). These products degrade the anodized aluminum coating and may result in reduced handpiece reliability. For aluminum surfaces, a neutral-ph agent should be used. To prevent corrosion, avoid contact with strong alkaline solutions (ph over 10.5) or agents containing iodine or chlorine. Use of a washer/sanitizer will decrease the life expectancy of the handpiece. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed canada reported that the pro7000se, hall micropower+ high speed drill, device was found on 17jun24 when it was reported ¿handpiece noisy and getting hot quick.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.